Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" error occurred. The customer replaced the flow sensor assembly to resolve a previous failed air flow accuracy test issue. The remote service engineer (rse) performed troubleshooting with the customer and found that the data acquisition (da) to motor controller (mc) cable was not fully seated. The customer therefore reseated the cable and tested the device. Further case information regarding whether the device passed the required performance verification tests and was returned to service is pending. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 24feb2025, 04mar2025, and 13mar2025to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.